Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the unit would not ventilate. Reportedly the ventilator was functioning but the patient did not receive adequate ventilation. There was no patient injury.

Manufacturer narrative:
The device was subject to an in-depth testing performed by a dräger service technician on-site. All-in-all, no indication for a device malfunction was found; the device passed all tests. The workstation was returned to use with no further problems reported to date. Log file evaluation made by the manufacturer could reveal that there was a mains power outage for approximately 30 minutes on the date of event. The device will continue to ventilate on internal battery supply; with a fully charged battery for at least 45 minutes. The user is informed by a corresponding alarm about the loss of mains power. The residual battery capacity can be continuously observed and the device will post dedicated alarms if it underruns 20% or 10%, respectively. Additionally, one event with ventilator restart has been logged. This had occurred after the device detected an airway pressure of more than 10mbar above the pmax limit the user had adjusted. This is a protective function to prevent an overpressure condition for the patient. If the triggering condition disappears within 400ms the device will just perform a position zeroing manoeuver and the interrupt in ventilation will probably not even be noticed by the user. Finally, the two evident issues that occurred during the procedure cannot explain the reported problems in ventilating the patient. The ac power outage was likely not related to a technical issue with the device and had no effect on the ventilation episode. And since the vent restart was triggered by a pressure peak and may have only affected one single ventilator hub at the utmost, it is being concluded by the manufacturer that there is no issue with the device that requires repair or correction. The most reasonably explanation for the described impairments in ventilation would be a leakage in the pneumatic circuit outside the device. It is not known if the users performed a leak test prior to the respective procedure but it would also be feasible that the leakage has occurred intra-operatively. A reliable conclusion is however not possible on the base of available information.

Event description:
Please refer to initial MFR. Report #9611500-2019-00051.